Event description:
It was reported that when the device, with reload cartridge, was used during a colon procedure, it had staple line leakage. Another device was used to complete the case with no further consequence to the patient.